Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had particles inside the line. The device contained fluorouracil 2250mg in 115ml of sodium chloride 0.9%. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between january 6-7, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a dark color speck located on the tubing line. From the photograph, it is unknown whether the speck is embedded within the material of the pvc tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.